Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, the proximal and distal ends of the stent were not fully expanded. The procedure was conducted to address a ruptured, saccular aneurysm located in the internal carotid artery, with a maximum diameter of 6 millimeters and a neck diameter of 5 millimeters. The landing zone artery sizes were 4.2 millimeters distally and 4.7 millimeters proximally, and the vessel tortuosity was moderate. The physician attempted multiple massages to open the distal end of the stent but was unsuccessful. Less than 50% of the pipeline device had been deployed when it failed to open. The device was resheathed and removed with the microcatheter. The angiographic result post procedure showed the proximal end of the stent was not fully expanded.